Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption the pump history was noted to be inaccurate. The customer's blood glucose level was 126 mg/dl. Troubleshooting determined a pump reset likely occurred. Reportedly the customer would continue to use the pump for insulin therapy.